Manufacturer narrative:
Product event summary: the afapro28 with lot number 15430 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 "the safety system has detected a compromised outer vacuum.". It was not possible to insert the balloon catheter into the sheath. The guide wire lumen was kinked in the balloon section. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.1844 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the handle segment, air escaping through the laser hole was observed inside the y-block fitting. The adhesive seal at the distal end of the catheter shaft was breached. In conclusion, the balloon catheter failed the returned product due to a leak at the outer vacuum lumen proximal end inside y-block and a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.